Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Patient reported that they were  permanently disabled due to having two completely botched thoracic spinal surgeries to have spinal cord stimulators put into their thoracic spine to help control pain from the world's most painful neurological condition called crps and although the trial for the device worked amazing, once they put it in patient's spine it did absolutely nothing except ruin their spine and cause so much scar tissue and arthritis that patient is now permanently disabled and have been on crutches for 17 years and have a device in their back that they cannot use because when they turn it on instead of causing relief it makes them feel as if they are being electrocuted from the inside out. So there's no way patient would even think about trying it. Patient already wants to get this thing out of their spine but are afraid of doing more damage than has already been done. Patient has not even charged it or turned it on for over 6 years now.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Added information: patient stated that they have called the manufacturer so many times and they have tried and programmed the stimulator a gazillion times and have put it on the setting where you supposedly don't feel the vibration and all that does is drain the battery so pt have to charge it every other day but does nothing to help their pain. And when they try and charge it, the charger gets really warm and is painful. So pt had to stop using it. That and the fact when they put it on the other setting it intensifies patient's pain times a thousand with crps that is unbearably painful. It has even caused pt to get sjögren syndrome causing horrific dry eyes and mouth making it very difficult to see and causing their eyes to get stuck together when they fall asleep and having to use eyelid wipes to unstick them when they wake up and having to use these horrible eye drops that taste awful when pt put them in my eyes. The first surgery failed because one of the leads broke while healing, causing the surgeon to go back in and do another lamin ectomy to vertebrae down and putting the leads in retrograde to try and get the stimulation to go all the way to patient's feet which also failed and completely ruined patient's thoracic spine. Patient is only 51 years old and cannot even walk without crutches, drive a car, or live any type of normal life. After the second surgery, pt was left unable to walk without crutches, to drive a vehicle, to sit more than 10 minutes without being in agony or stand for 5 to 10 minutes without having to sit down because their back is in complete muscle spasm. Patient is literally hunched over at the waist like they are 80 years old. As if patient's crps isn't painful enough, now their back is ruined for life. The only thing keeping pt alive is the pain pump with morphine and ketamine to barely keep the edge of their pain. So pt doesn't know what manufacturer can do to help unless it involves another surgery to remove it and somehow rid pt of all of the scar tissue. Which pt is terrified to do because they cannot handle it spreading anymore. It completely stole their life, career and their ability to walk without crutches for life. So pt really don't know what to do.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead, serial# unknown, product type lead product ID neu_recharger_acc, serial# unknown, product type recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.